Manufacturer narrative:
Complaint conclusion: while pulling back the handle of a mynxgrip vascular closure device (vcd), the balloon was pulled out of the vessel although it was inflated. The vcd was being used in conjunction with a 6f procedural sheath introducer femoral arterial closure following an unspecified procedure. The mynx vcd was prepped according to IFU (instructions for use). During prep, the device was purged of air. The balloon did not lose pressure. Manual compression was applied for less than 30 minutes to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The product was not returned for analysis. A product history record (phr) review of lot f1726401 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event. The reported balloon pull through could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. According to the procedural steps in the instruction for use, whilst not intended as a mitigation of risk ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1726401 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that while pulling back the handle of a mynxgrip vascular closure device (vcd), the balloon was pulled out of the vessel although it was inflated. The vcd was being used in conjunction with a 6f procedural sheath introducer femoral arterial closure following an unspecified procedure. The mynx vcd was prepped according to IFU instructions. During prep, the device was purged of air. The balloon did not lose pressure. Manual compression was applied for less than 30 minutes to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will be returned for analysis.